Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source: foreign (B)(6). The investigation is still in progress. Once the investigation is compete a follow up MDR will be submitted.

Event description:
It was reported that there was an incident where a dermacell synthetic graft was used as an auto graft using the zb skin grafter and the handle was locking up and not able to move any further. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that this complaint is for the second occasion. The hospital had sent the unit back for repair, however it seems as though only the broken ratchet arm was repaired, when there may also have been some other mechanical damage. When the unit was returned it was put into use immediately, however, the ratchet arm would not rotate freely and seemed to still be jammed. This was an autograft in this procedure. Another device was used to complete the procedure. No part of the device was bent or damaged.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018 it was reported that there was an incident where a dermacell synthetic graft used as an auto graft using the zimmer biomet skin grafter and the handle was locking up and not moving. On (B)(6) 2018 it was clarified that this complaint is for the second occasion. The hospital had sent the unit back for repair, however it seems as though only the broken ratchet arm was repaired, when there may also have been some other mechanical damage. When the unit was returned it was put into use immediately, however, the ratchet arm would not rotate freely and seemed to still be jammed. This was an autograft in this procedure. Another device was used to complete the procedure. No part of the device was bent or damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device needed repair/preventative maintenance and the roller and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the ratchet was stuck onto the roller and the comb springs were damaged. The calibration was within specifications and the device produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, ratchet gear, and comb springs. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the ratchet arm was stuck onto the roller which would cause the device to not move as intended. The cause of the ratchet arm not rotate/ moving freely/ being jammed was due to the ratchet arm being stuck on the roller. The root cause of the ratchet arm being stuck could not be determined with the provided information since it is unknown how the ratchet gear and roller became damaged. The issue was resolved by the ratchet gear and roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.